Event description:
Right groin dressing saturated post angiogram requiring manual pressure and vascular surgery intervention for hemostasis with associated ecchymosis and swelling.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).